Event description:
It was reported that the patient had his artificial urinary sphincter (aus) explanted due to sub-cuff atrophy causing recurring incontinence. The original cuff was placed on the bulbous urethra. Another aus was implanted. The patient outcome is unknown.